Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx stent. Stent was inspected before use with no issues noted. The target lesion in the lad had 70-80% stenosis and moderate calcification. There was a heavy calcified long lesion in the lad from proximal to mi going to d1. Pre-dilation was carried out to d1 with a 2.5x10 balloon at 8 atms. It was reported that there were problems delivering the device and the stent was damaged. Some resistance noticed and doctor tried to pull the stent back. When the stent was 'going through other stent there was resistance, when we pulled the stent it was damaged'. Pci was performed with 2.25 x 18 mm and 3.3 x 30 mm stents and post dilation. A good result was achieved. No patient injury reported, patient is reported to be fine. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.